Event description:
It was reported that, "surgeon attempting to insert tl into disc space; at 50% into disc, insertion device popped off implant. Surgeon removed implant with forceps & replaced with another implant, complained that insertion instrument too long. Trailing indicated a loose fit on size nine tl.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.